Manufacturer narrative:
The customer was informed that the device is past the end of support date and that no parts are available to repair the device. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(4) 2013. The end of support date for the device is (B)(4) 2018.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device showed a message about incompatible battery. There was no reported patient or user involvement and no adverse patient/user impact.